Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a faulty printed wiring assembly board (pwa). As a result, printed wiring assembly board (pwa) was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned because it did not switch on and kept beeping. During physical inspection, it was found that there were error codes 41100, 41786. There was a patient involvement, no patient injury was reported.